Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The high blood glucose level of customer was 436 mg/dl. It was unknown that auto mode feature was active at the time of incident. Customer had a bolus not delivered because it timed out and took them 30 minutes to deliver again a successful bolus. The blood glucose level when bolus not delivered was 377 mg/dl. Customer was thirsty and tired. The insulin pump will not be returned for analysis.